Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced an elevated blood glucose (bg) of 585 mg/dl; bg cause unknown. Customer administered bolus via pump and manual injections to treat elevated bg. A system check was performed and it was found that the customer had forgotten to fill the tubing during the load sequence. Tandem technical support instructed the customer to fill the tubing. Recommendation was made by tandem's technical support for the customer to contact a healthcare provider regarding bg.